Event description:
In 2007 the pt complained of abdominal pain, and the feeding tube was missing. Pt was then transferred to the hosp where they did a lower and upper gi. They noticed the feeding tube blocking the gi. Tube was removed with forceps. The pt is a resident at a nursing home.

Manufacturer narrative:
It is possible that the fastrac feeding device migrated through the stoma. The complaint sample was received without the external bolster and the dual port feeding adapter. Without the external bolster, it is possible for the device to migrate. No manufacturing defects were noted on the complaint sample. This appears to be a user related complaint.